Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had fluctuating blood glucose. The blood glucose at the time incident was 385 mg/dl. The customer also stated that, the insulin pump had no delivery alarm. Customer reported alarm did not occur during manual prime. Customer reported event was resolved by changing complete set infusion set and reservoir. During the call the blood glucose dropped to 41 mg/dl. The low blood glucose was treated with juice and declined troubleshooting for it. The devices are not expected to be returned for analysis.